Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va1s2vr, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the #2 electrode in all combinations showed >40,000 ohms during impedance check. Impedances were checked with the lead only and with connection to the extension. Initial failure of the product was suspected. The lead was never implanted, and a new lead was implanted instead and the issue was resolved. No medical imaging was available, and it was unknown what external factors might have contributed to the issue. The patient was implanted for essential tremor.